Event description:
Information from intl. Clinical trial database. Unruptured carotid ophthalmic aneurysm coiling. Used 11 axium coils: qc-16-40-helix, qc-14-30-helix, qc-12-30-helix, qc-12-30-helix, qc-10-30-helix, qc-8-30-helix, qc-6-20-helix, qc-6-20-helix, qc-5-20-helix, qc-5-20-helix, qc-5-15-helix. Last coil axium broken (not implanted) retrieved with lasso snare. Reported as coil protrusion.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Foreign registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other country's. Enrollment started in 2008; enrollment ongoing. Target 300 patients. MDR numbers: 2029214-2008-00207 and 2029214-2008-00237.